Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. The lot number provided by the attorney has manufacturing date which is after the date of implant. As medical records were not provided, we are unable to confirm if the information provided by the attorney is valid. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventrio st hernia patch mesh, reference number (B)(4), lot number huxk0920 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Manufacturer narrative:
This emdr corrects the date of manufacture from the previous emdr. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
It is alleged by the patients attorney that on (B)(6) 2013, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventrio st hernia patch mesh, reference number 5950050, lot number huxk0920 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was inured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. The lot number provided by the attorney has manufacturing date which is after the date of implant. As medical records were not provided, we are unable to confirm if the information provided by the attorney is valid. Addendum #1: this emdr corrects the date of manufacture (h.4) from the previous emdr and h.11. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct product catalog no, corporate lot no, expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of ventrio st, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields. (UDI no), d. 6b (date of explant) . Corrected fields: d4 (product catalog no, corporate lot no, expiry date), h4 (manufacturing date) this supplemental emdr represents ventrio st (device #1). An additional emdr was submitted to represent perfix plug light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2013, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventrio st hernia patch mesh, reference number 5950050, lot number huxk0920 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2015, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was inured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with incisional wall hernia thereby underwent open repair with the implant of ventrio st (device #1) & perfix light plug (device #2). Per operative notes, ¿hernia sac was identified and reduced. For the upper supraumbilical hernia site, a ventrio st (device #1) was placed against the anterior abdominal wall. For the infraumbilical hernia site, a perfix light plug (device #2) was sutured in place. There was old ventral wall mesh which could be seen which was divided upon dissecting down to the fascia.¿ on (B)(6) 2015 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with explantation of meshes (device #1 & #2) from peritoneal cavity and repair of recurrent incarcerated ventral hernia with implant of ventrio st (device #3). Per operative notes, ¿two previous pieces of mesh were identified. The mesh appeared well incorporated into the anterior abdominal wall and had dense adhesions to underlying bowel were dissected off. Both pieces of mesh (device #1 & #2) were explanted and a ventrio st (device #3) mesh was placed into the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries.